Manufacturer narrative:
Age: average date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of occlusion, embolism, myocardial infarction, perforation, renal failure, stenosis, unspecified tissue injury, thrombosis, dissection and surgical intervention are listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of occlusion, embolism, occlusion, myocardial infarction, perforation, renal failure, stenosis, unspecified tissue injury, thrombosis, dissection and surgical intervention, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of death reported is captured under separate medwatch report. Literature: article title "pmcf report balloon expandable peripheral stent systems."

Event description:
It was reported through the post market clinical follow-up (pmcf) report, that the omnilink elite stent may be related to the adverse patient effects of myocardial infarction, pulmonary complications, renal complications, access site complications, amputation / surgical intervention, occlusion, thrombosis, embolization, dissection, perforation, re-stenosis, revascularization and re-hospitalization. Details are listed in the attached article, titled post market clinical follow-up evaluation report balloon expandable peripheral stent systems.